Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure, the physician encountered positioning and fixation difficulties with the right atrial (ra) lead. It was noted that the ra lead exhibited undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted this is not a lead failure. If information is provided in the future, a supplemental report will be issued.